Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The excessive no delivery alarm test could not be performed due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 110 mg/dl. The customer called back on (B)(6) 2013 to continue troubleshooting and reported receiving a motor error alarm during bolus. The device was not exposed to a magnetic field and the customer was able to rewind. The motor error alarm occurred more than once in 30 days. The device was returned for analysis.